Manufacturer narrative:
A full manufacturing review could not be conducted as the lot number is unknown. The manufacturing review for the last lot number sold to the customer was reviewed. There was no information to suggest that the reported issue was related to the manufacturing of this device. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that approximately one month after placement of the breast tissue marker, when patient returned for removal of cancerous tissue. The marker found to have moved 4.6cm away from the original biopsy site. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient, procedure and product details. Spoke with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy law that prohibits the transfer of patient data. Therefore, the patient details are unobtainable. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the procedure and product details (e.g. Date of event, corporate lot number and mfg. Lot number) that were not previously obtained during the initial investigation. The international representative was unable to provide any details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.